Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the door was able to be opened without any issues. The issue could not be reproduced. All mechanics and rotor alignment were working properly. A successful system checkout was performed which verified that there were no issues.

Event description:
A site representative reported that the imaging system door would not open. The issue occurred when the site was trying to open the door to obtain patient pre-op images. A different imaging system was used. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
Correction: type of procedure was a spinal fusion. The software investigation and log analysis found that the reported event was related to a software issue. This issue was documented in a medtronic imaging software anomaly tracking database.